Event description:
A hospital in (B)(6) reported that a box of 20 rt029 infant swivel y-pieces failed a ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint devices received were pressure tested. Results: the pressure test revealed a leak between the swivel elbow and the swivel wye piece. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All swivels are pressure tested before they are allowed to leave the production line. This is an automated process and the swivels would have met the required specification at the time of production. (B)(4).